Manufacturer narrative:
The device was returned to olympus for inspection, and this report is being supplemented to provide additional information based on the final investigation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause is traced to component failure for the malfunction air leak, but regarding the malfunction debris inside the socket air tubing, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited air leakage and debris inside the socket air tubing. There was no patient involvement.